Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited high capture threshold and high impedance measurement. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.